Manufacturer narrative:
The device was received for evaluation. The homechoice (hc) pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. Review of the event history log revealed that the clinician programming revealed the programmed I-drain (0ml) may have been set too low for the most recent therapies. Per the homechoice clinician guide, the recommended practice is to set the I-drain alarm to at least 70% to 95% of the last off-cycler fill volume, depending on the last fill solution type delivered. If you set the I-drain alarm setting to zero (0) or off, it can be associated with a higher risk of iipv due to the possibility of an incomplete drain followed by a full fill volume. The most probable cause of the reported event was determined to be the programmed I-drain alarm being set too low (i.e., use error). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced difficulty breathing during therapy while connected to a homechoice device. The cause was not reported. Hospitalization and treatment was not reported. The patient was assisted to drain and experienced relief of symptoms. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.